Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed on 24oct2018. It was reported that crossing difficulties were encountered. The 98% stenosed, 36x4.5mm target lesion was located in the severely tortuous and calcified right coronary artery. A 28x4.00mm promus premier stent was advanced but failed to cross the lesion. No patient complications were reported and the patent's status was stable. However, returned device analysis revealed stent damage. Promus premier ous mr 28 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.